Manufacturer narrative:
(B)(4).the achieva ventilator was received for evaluation and repair. However, it has not yet begun.

Event description:
It was reported that a ventilator stopped cycling and displayed a hardware failure alert during use on a home care patient. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and repair. The field service engineer (fse) evaluated the device and verified the reported issue of the unit displaying a hardware fault alert. It was found to be a disconnected battery. Maintenance service was performed. The unit then passed all tests and calibrations and it operated within the manufacturing specifications.